Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has been returned to medtronic. Evaluation is currently in progress. A follow-up MDR will be submitted when the investigation is complete. Linked MDR's 2029214-2017-01032, 2029214-2017-01033, 2029214-2017-01034. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline did not fully open during treatment of an aneurysm located in the paraopthalmic segment of the internal carotid artery (ica). This occurred three times in the same procedure. Vessel tortuosity was normal. It was reported that the devices were prepared per the instructions for use (IFU) and continuous heparinized saline flush was used via the delivery system. This was the second pipeline attempted, and when deploying the device, the distal end of the device did not fully open. After manipulating the delivery system, an attempt to deploy this pipeline at the vertical segment of the artery between the terminus and ophthalmic level was made. However, the device would not open. The device was removed from the patient and another device was used to continue. No injury reported.

Manufacturer narrative:
Device evaluation the pipeline flex device was received for evaluation and the clinical observation could not be confirmed. As received, the pipeline braid was fully opened with slight fraying at both ends of the device. The pushwire was bent at 2.0cm to 8.0cm from the distal end. No other abnormalities were observed. The likely cause of the customer experience could not be determined, however, placing the pipeline braid at a vessel bend could have been a factor contributed to the reported experience. If information is provided in the future, a supplemental report will be issued.